Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02625. Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites #30 & #31 were removed due to infection & bone loss. Symptoms as a result of the event: pain

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02625-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331. H10: narrative/data was updated. DHR review was completed for the associated subject lot numbers: 63959302 & 63174594. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record review was performed for the associated lot numbers: 63959302 (st#: 3413) & 63174594 (st#: 2872) and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the associated lot numbers: 63959302 & 63174594 for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information received at the time of this report.